Event description:
It was reported that prior to use, in the sterile processing area, the device was found to have holes or tears in the tyvek portion of the packaging, near the handle. The device was not used in any cases, so no patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were the holes/tears in the tyvek believed to compromise sterility of the device? Yes, the customer believes that sterility was compromised.

Manufacturer narrative:
(B)(4). Additional information: the sealed er320 package was visually inspected. Many wrinkles and creases were present in the tyvek of the package indicating that the package had been handled excessively and improperly stored. The package ends were rolled up in a way that is not consistent with package handling at the ees packaging facility. Two circles had been drawn on the surface of the tyvek in ink. A perforation was present inside the one circle near the handle end of the package. The perforation appears to be a break in the tyvek along one of the creases rather than a piercing of the package. The damage is not aligned with the handle of the device. The surface area inside the second circle area was inspected and no damage was found. Outside of the circles, another perforation was found in the tyvek along another of the creases. Both of the perforations were dye tested to confirm presence of holes in the sterile barrier. The complaint event is confirmed. It is suspected that the damage occurred external to the ees packaging process. The condition of the package was indicative of rough handling and the package was likely stored outside of its protective sales unit carton. There is nothing in the process likely to have caused the gross damage seen on this package. Packages are 100% inspected after being sealed and are immediately placed into sales unit cartons. No sharp objects are present in the packing area. No rework or other unusual activities occurred on this lot at the packaging facility.